Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart. Twice she woke up with elevated blood glucose, the tubing broke off at the site while sleeping and detachment occurred where the needle went inside the set. The site location was patient's hip. The infusion had been in use for 24 hours. Reportedly, the infusions were stored at home in a bedroom. The blood glucose levels were around 250-300 mg/dl. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.